Manufacturer narrative:
Article citation: elsa madeleine faure et al. ¿stent-assisted balloon-induced intimal disruption and relamination of distal remaining aortic dissection after acute debakey type I repair¿. The journal of thoracic and cardiovascular surgery, 2019 jun;157(6):2159-2165. Doi: 10.1016/j.jtcvs.2018.10.031. Epub 2018 oct 17. H6, component code: added code g04122. H6, type of investigation: added imdrf code b20. H6, investigation conclusions: added imdrf codes d15, d12. Gore has attempted to contact the corresponding author multiple times over an extended period of time to obtain additional information. As no additional information has been received to this day, this event will be processed and closed with the information provided. "Other" code: the device remains implanted in the patient. A serial number for the gore® medical device involved in this event could not be obtained. Therefore, a review of the manufacturing records was not performed. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), potential complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak, reoperation. B3: the date of event coincides with the published date of the article. D1: corrected brand name. H6, health effect - clinical code: replaced FDA code 1708 with imdrf code e2121. H6, health effect - impact code: replaced FDA code 4625 with imdrf code f1901. Retracted FDA code 4642. H6, type of investigation: replaced FDA code 4118 with imdrf code b13. H6, investigation findings: replaced FDA code 3233 with imdrf code c20.

Manufacturer narrative:
Please note: implant date (B)(6) 2016 has been provided as date of best estimate and will be revised when gore receives additional information on this incident. Associated with this literature case# (B)(4) are also the following MFR numbers: 2017233-2021-01987.

Event description:
The following publication was reviewed: elsa madeleine faure et al. ¿stent-assisted balloon-induced intimal disruption and relamination of distal remaining aortic dissection after acute debakey type I repair¿ the journal of thoracic and cardiovascular surgery, 2019 jun;157(6):2159-2165. Doi: 10.1016/j.jtcvs.2018.10.031. Epub 2018 oct 17. The article reports on the treatment of residual aortic dissection after the repair of an acute type a dissection of the thoracic aorta with the help of the stabilise procedure using balloon inflation within the descending thoracic aorta. Between march 2016 and march 2018, 16 male patients with a mean age of 56 years were treated. In all cases, conformable gore® tag® thoracic endoprostheses anchored into a frozen elephant trunk were used. The ballooning was performed with a gore® tri-lobe balloon catheter. The article reports that a (B)(6) year old patient developed a type 1a endoleak and required a reintervention for a proximal stent graft extension in zone 2 on follow-up day 95.